Event description:
One resolute integrity drug-eluting stent was implanted in patient approximately 3 months post used by date. There was no serious injury reported. There was no patient injury or medical/surgical intervention as a result of the event.